Event description:
It was reported that the pin was broken off in the ventricular side connector on the external pulse generator. The generator was returned for service. There was no indication given as to patient involvement associated with this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis confirmed the reported event; there was a pin broken off in the ventricular output connector, there is a ventricular output but there was a bad connection due to a broken pin. It was also noted that the upper and lower case halves were broken, the battery release and battery drawer were contaminated, both bail covers were broken and the battery contacts were compressed.